Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation not reviewed because document review not applicable to this investigation. The reported product is obsolete, no current documentation exists regarding its correct usage. Complaint indicates the zirconia abutment fractured. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device has not been returned to manufacture.

Event description:
It was reported the abutment fractured. It was separated right where the titanium meets the zirconia.